Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer- examination of the returned complaint device revealed shaft damage. The inner shaft had been flattened, however examination of the material surrounding the damaged portion and the remainder of the catheter did reveal material or manufacturing deficiencies that could have contributed to the incident. The device was back loaded on a guidewire without resistance. When pressure was applied, the reading on the inflation device gauge remained constant at the rate of burst pressure but the balloon did not inflate. The device was soaked in an attempt to loosen and dislodge dried material from the lumen of the device; however, after soaking the balloon would still not inflate. Although product analysis was unable to confirm the reported balloon burst, it is possible that damage was present but indiscernible due to the presence of residual fluid and materials from clinical use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous popliteal artery. A 1.5mmx20mmx143cm sterling balloon catheter was advanced to the lesion for pre-dilation. On the first inflation, the balloon was inflated to 6atms for 30 seconds. The balloon was deflated without difficulty. Upon the second inflation, the balloon ruptured at 8atms after 10 seconds. The balloon was removed intact and the procedure was completed with another of the same device. There were no patient complications and the patient's current condition is listed as "good".

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous popliteal artery. A 1.5mmx20mmx143cm sterling balloon catheter was advanced to the lesion for pre-dilation. On the first inflation, the balloon was inflated to 6atms for 30 seconds. The balloon was deflated without difficulty. Upon the second inflation, the balloon ruptured at 8atms after 10 seconds. The balloon was removed intact and the procedure was completed with another of the same device. There were no patient complications and the patient's current condition is listed as "good".